Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 564 mg/dl. The customer was treated via bolus with pump. The customer was sick for two weeks. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 564 mg/dl. The customer stated the drive support is protruding. The customer stated that he never touched the cap. The customer was advised that the device would be replaced. The customer was advised to follow of their medically prescribed backup plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratches on the lcd window.